Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the smart remote manager was not detected by the system. The attached refrigerator was undetectable to the medstation, and the drawer could not be recovered due to the error "device not detected on bus." The customer rebooted both the refrigerator and the pyxis station multiple times, but the smart remote manager remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) replaced the faulty power supply; however, the refrigerator was still not detected on the bus. The fse identified the bbb board as not detected and replaced it. One irac top row remained missing from the bus; the irac was replaced, but the issue persisted. One irac row board and bins was still missing, and parts needed to be ordered. The fse replaced failed refrigerator with new one successfully. The fse configured the new refrigerator with one missing row to allow use. The refrigerator was working after configuration issue has been resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the smart remote manager was not detected by the system. The attached refrigerator was undetectable to the medstation, and the drawer could not be recovered due to the error "device not detected on bus." The customer rebooted both the refrigerator and the pyxis station multiple times, but the smart remote manager remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.